Event description:
It was reported that the physician was attempting to go up and over the aortic bifurcation through very tortuous iliac arteries. He was unable to get a 7fr sheath over the bifurcation so he tried pushing the stent by itself without the sheath, over an amplatz wire. He did not predilate the lesion prior to advancing the stent. The stent came off the balloon at the bifurcation. He was able to retrieve it with a snare. No harm came to the pt.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.